Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('abnormal bleeding') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginitis, menorrhagia, ovarian cyst, abdominal pain, umbilical hernia and perineal pain. Previously administered products included for an unreported indication: mirena. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), psychological trauma ("psyche injuries"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary problem"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection ") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (laparoscopic bilateral salpingectomy with removal of essure, and novasure endometrial ablation on (B)(6) 2016). Essure was removed on (B)(6) 2021. At the time of the report, the pelvic pain, genital haemorrhage, psychological trauma, bladder disorder, urinary tract disorder, urinary tract infection, vaginal infection and vaginal discharge outcome was unknown. The reporter considered bladder disorder, genital haemorrhage, pelvic pain, psychological trauma, urinary tract disorder, urinary tract infection, vaginal discharge and vaginal infection to be related to essure. The reporter commented: also received in the container are two distorted, and tangled metallic malleable coiled wires consistent with essure coils, quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 6-jul-2021: mr received. Reporter information, patient medical history, product removal details, action taken with drug, rcc added. Case become serious incident. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('abnormal bleeding') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginitis, menorrhagia, ovarian cyst, abdominal pain, umbilical hernia and perineal pain. Previously administered products included for an unreported indication: mirena. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), psychological trauma ("psyche injuries"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary problem"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection ") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (laparoscopic bilateral salpingectomy with removal of essure, and novasure endometrial ablation on (B)(6) 2016). Essure was removed on (B)(6) 2021. At the time of the report, the pelvic pain, genital haemorrhage, psychological trauma, bladder disorder, urinary tract disorder, urinary tract infection, vaginal infection and vaginal discharge outcome was unknown. The reporter considered bladder disorder, genital haemorrhage, pelvic pain, psychological trauma, urinary tract disorder, urinary tract infection, vaginal discharge and vaginal infection to be related to essure. The reporter commented: also received in the container are two distorted, and tangled metallic malleable coiled wires consistent with essure coils. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 19-jul-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.